Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), when the pressure dressing was placed on the device pocket, noise, oversensing and pacing inhibition of less than two seconds were observed. The pocket was reopened, and the lead was removed from the device header to check for proper connection, and was reconnected. The issue was observed again. Troubleshooting options were discussed. The device was programmed to electrocautery mode and the device was rechecked the next day. No further issues were found upon rechecking the device. No additional adverse patient effects were reported. The device remains in service.